Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6)-c21u) reported full ak thickness during procedure ID #32.

Manufacturer narrative:
Review of procedure 32 video and imaging show the pid ring was not locked to the pid arm. Significant patient movement throughout the procedure likely leading to a full thickness arcuate perforation. Surgeon has ability to monitor patient movement and pause treatment or abort the procedure at any time. System functioned as designed. No further clinical follow-up required.